Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of stripes appearing on the system monitor¿s screen was not confirmed. The returned system monitor (serial number (B)(6)) was functionally tested on 11aug2020 and was found to perform as intended. Atypical events were unable to be reproduced throughout all testing. Preventive maintenance was performed, and the monitor was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Review of the device history record for system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The monitor was shipped to the customer on 16mar2017. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (¿setting up the system monitor for use with the power module¿). If issues occur and the outlined troubleshooting steps do not resolve the issue, contact abbott for assistance. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a display error on the system monitor (stripes on the screen).